Manufacturer narrative:
The pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching approximately 300 mg/dl, and trace of small ketones. Reportedly, customer's health care professional believes elevated bg's are due to "lack of cartridge changes", and due to the customer coming out his "honeymoon phase" of diabetes. Customer delivered a bolus to stabilize blood glucose levels. In addition, it was reported that the pump intermittently stopped delivering insulin. During troubleshooting with tandem technical support it was found that the customer had received auto-off alarms. Tandem technical support educated the customer on the auto-off feature, and guided the customer through adjusting the auto-off setting.